Event description:
It was reported that the patient has expired. An implantable pulse generator (ipg) was returned to the manufacturer, analyzed, and tested out of specificiation. Upon review of manufacturer records it was identified that the patient expired approximately four months after implant of the replacement ipg. Communication attempts with the clinic for additional information were unsuccessful, the cause of death remains unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).